Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 72 year old male patient presenting with post cardiotomy cardiogenic shock for impella support. During insertion of the device, a ventricular perforation occurred. The injury was repaired and support proceeded.